Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 51.2 cm was returned for analysis. Final analysis found external insulation abrasion at 3.7- 4.6 cm from the distal tip consistent with friction to another device or feature of the heart. External insulation abrasion was noted at 49.9 -50.1 cm from the distal tip consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.